Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type :lead. Product ID: 37714, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 28-aug-2016, UDI#: (B)(4). Product ID: 3778-60, serial/lot #: (B)(4), ubd: 28-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient knew the ins was not working right when they first had the surgery to replace the ins due to normal battery depletion. When they first looked at the ins programming on the tablet, there was nothing communicating on the left side and the patient didn't know if a wire had come loose or something had happened on the left side. The left side was not working at all as they were not getting any readings from that side and was just blank. The patient stated they were going to wait and see what happened with the therapy/ins, however nothing had happened as they had not been getting any relief on their left side. It was noted the right side was okay, however they had to have their stimulation cranked up to 8 or 9 before it did their whole right side. The patient noted that they waited for their ins to finish charging completely when recharging their ins a nd that the ins battery only lasted for 3-4 days tops before the ins needed to be recharged when their previous ins lasted longer between charges. It was reviewed that the intellis ins was a smaller battery than their previous ins so it was normal for the ins to be charged more frequently than their previous ins. The patient was redirected to their healthcare provider.